Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument connector cable/conductor wire had insulation damage. Electrical continuity test passed and no thermal damage was observed. The instrument passed in house testing and moved intuitively in all directions.

Event description:
It was reported that during central processing, scratches were noted on the stapler 45 instrument cable. The inside coating of the cable was exposed. There was no report of patient involvement.